Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a 20 g powerloc infusion set was returned for evaluation. An initial visual observation of the video showed the infusion set placed in a patient. A clear liquid was observed to be leaking from the needle housing and extension tubing connection. Use residue was visible on the sample. No damage to the sample could be seen in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 20 g x 0.75 in. Powerloc infusion set was returned for evaluation. An initial visual observation revealed use residue on the sample. A microscopic observation revealed small bubbles in the adhesive within the needle housing. When pressurized and flushed with water, no leaks were observed in the returned sample; however, what appears to be the same sample was seen to be leaking in the video provided by the customer. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a new port was opened to start the infusion for the patient and found that the butterfly wing was leaking.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.